Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 32 mg/dl and 38 mg/dl at the time of hospitalization, customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer not treated. Customer had symptoms as vomiting. Based on customer¿s report customer did not allege over delivery. The insulin pump will not be returned for analysis.